Manufacturer narrative:
The reporter's strips were returned for investigation. Returned test strips were measured with a retention meter with lin 3 control. Testing results: qc 1: 5.7 inr, qc 2: 5.6 inr, qc 3: 5.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The patient has anti-phospholipid antibodies (apas) product labeling states: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, contact your doctor and do not continue inr testing with this device." The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 9:52 a.m. The meter result was 6.1 inr and at 11:00 a.m. The laboratory result was 3.4 inr. The patient's therapeutic range is 2.5-3.5 inr and tests weekly. The patient's current condition is good.